Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
In 2008, the male patient had one cypher select stent implanted in the mid left anterior descending. Three days after the pci, the patient experienced cardiogenic shock and died suddenly.